Event description:
Reportedly, the nurse received an alert for atp therapy and the file revealed that the episode was dated 15 march 2021. The nurse called the patient to know if the subject home monitor was disconnected or if the patient was absent, but the patient was home and the monitor was plugged. The microport crm expert confirmed that a bug probably occured during the transmission of the alert. Preliminary analysis of the returned device revealed a normal functioning, which included a proper connection to the back office.

Manufacturer narrative:
B5: corrected (typo). D4 : corrected. D3 (email address) and g1: updated. G4: corrected. Please refer to the attached analysis report.

Event description:
Reportedly, the nurse received an alert for atp therapy and the file revealed that the episode was dated (B)(6) 2021. The nurse called the patient to know if the subject home monitor was disconnected or if the patient was absent, but the patient was home and the monitor was plugged. The microport crm expert confirmed that a bug probably occured during the transmission of the alert. Preliminary analysis of the returned device revealed a normal functioning, which included a proper connection to the back office.